Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for catheter placement. The rep indicated that the surgeon confirmed that they were in the ventricle, but the software showed that the instrument was not "in the vertical." The site performed a trace registration with an error metric of 1.2 mm and felt accurate when verifying accuracy. The site was at a point where navigation was no longer needed and proceeded with the case without surgical delay. There was no impact to patient outcome as a result of the issue.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Technical services (ts) reviewed the archives and found that the surgeon traced on soft tissue below the eye, as well as focusing points on the right side of the patients face. There was a small green zone of accuracy.